Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Instrument b: batch # g5156w, exp date: 09/18/2015; MFR date: 10/18/2010; spring cartridge lockout tab. Instrument c: batch # g5156w, exp date: 09/18/2015; MFR date: 10/18/2010. The analysis results found that one ats45 was received instead of an ets45. The device (a) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. G51a1h the analysis showed that one ats45 was received instead of an ets45. The device (b) was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. G5156w the analysis results found that one ats45 was received instead of an ets45. The device (c) was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, when the device was fired a second time on the bowel with a blue reload the staples did not form correctly. The staff cleaned the instrument with water and saline and reloaded a new cartridge, however again the staples did not form correctly. This was then repeated with three different instruments. Another device was used to complete the procedure. There were no adverse consequences for the patient.